Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken off battery tube threads, completely broken off reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cracked casing. The patient's blood glucose at the time of incident is unknown. The insulin pump was not bumped or dropped. The caller did not know how the damage occurred. The insulin pump was returned for analysis.